Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for basic evaluation (be). It was reported the trial patient found out they had a urinary tract infection (uti) and was on antibiotics. Every time they took the antibiotics they had a ¿very horrible burning sensation¿. The patient stated they were on the wrong antibiotics so their physician prescribed new antibiotics which hopefully would help. It was also reported the patient did not feel the stimulation on the left side and switched to the right side but was still unable to feel the stimulation and received an error message. It was later reported the trial patient reported they had diarrhea all day and then ¿nothing¿. They could not rate the trial as they had been on the wrong antibiotic and felt it had not been a fair evaluation with so much going on with the diarrhea and uti issues. They had a rough time and it was hard for them to gauge the trial. On (b)(6 and (B)(6), the patient still experienced burning from the uti and every time they took the antibiotic up until last night. It was noted on (B)(6) 2017, they had no further burning in the last 24 hours and were pleased. The patient wished they could have experienced no burning so they would know for sure how evaluation helped them. The patient mentioned the uti also made progress in the evaluation difficult to know. They were also confused providing data for the trial. Follow up information received from the trial patient on (B)(6) 2017 reported they had not had a bowel movement in several days. There were no further complications reported or anticipated.